Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 83 days. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with symptoms of gi bleeding, including anemia and symptoms of weakness. The patient reportedly had developed dark stools overnight. The patient''s hematocrit was 22.2% and hemoglobin was 7.2 g/dl. No site of bleeding was specified and the patient was transfused with 4 units of packed red blood cells. The event reportedly resolved and the patient was discharged to home on (B)(6) 2015.